Event description:
Information received indicated the head up section will not raise.

Manufacturer narrative:
The hill-rom technician found the head calibration out if alignment. He recalibrated head section to resolve the issue.